Manufacturer narrative:
Clinical review: based on the available information, there is a temporal and a likely causal relationship between the fresenius fx coral fx80 dialyzer and the patient¿s reaction (characterized by shortness of breath) as the reaction was reported to have occurred approximately 30 minutes into the start of treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the fx coral fx80 dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Additionally, the IFU states that with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions as determined by the physician. The patient¿s treatment was discontinued, and the dialyzer was subsequently changed which resolved the issues. There is no evidence of an fx coral fx80 dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. This is supported by the patient¿s transition to a new dialyzer resulting in no reported reactions. However, although there is no allegation or evidence of a product malfunction or deficiency the fx coral fx80 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius (via voluntary medwatch report mw5175806) that the hemodialysis (hd) patient was in treatment utilizing the fx coral fx80 when they reported shortness of breath. The patient was also hypotensive. The patient was administered normal saline (ns) and oxygen (o2). 911 was activated and the patient was referred to the local hospital for further evaluation. Additional information was obtained through follow-up with the clinic manager. The patient was scheduled for a regular 3 hour and 30 minute hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 120/67, heart rate (hr) 78, and respirations (r) 18. The patient was initiated on treatment at 11:58am utilizing the fx coral fx80 dialyzer. At 12:30pm the patient reported shortness of breath. The vital signs at this time were bp 140/75, hr 89, r 20, and oxygen saturation (o2 sat) 82-85%. The event was classified as a dialyzer reaction. Treatment was discontinued at this time. The patient¿s blood was returned. The patient was administered 250ml normal saline (ns) 0.9% intravenous (IV) and o2 5l. The patient was transported to the emergency room (ER) via emergency medical services (ems) and admitted to the hospital. The patient was administered IV zosyn (dose, frequency, and duration unknown) and was placed on continuous positive airway pressure (CPAP). The patient was discharged on (B)(6) 2025. The patient has since been transitioned to a new dialyzer with the gambro revaclear 300 which has resolved the patient¿s issues.

Event description:
It was reported to fresenius (via voluntary medwatch report mw5175806) that the hemodialysis (hd) patient was in treatment utilizing the fx coral fx80 when they reported shortness of breath. The patient was also hypotensive. The patient was administered normal saline (ns) and oxygen (o2). 911 was activated and the patient was referred to the local hospital for further evaluation. Additional information was obtained through follow-up with the clinic manager. The patient was scheduled for a regular 3 hour and 30 minute hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 120/67, heart rate (hr) 78, and respirations (r) 18. The patient was initiated on treatment at 11:58am utilizing the fx coral fx80 dialyzer. At 12:30pm the patient reported shortness of breath. The vital signs at this time were bp 140/75, hr 89, r 20, and oxygen saturation (o2 sat) 82-85%. The event was classified as a dialyzer reaction. Treatment was discontinued at this time. The patient¿s blood was returned. The patient was administered 250ml normal saline (ns) 0.9% intravenous (IV) and o2 5l. The patient was transported to the emergency room (ER) via emergency medical services (ems) and admitted to the hospital. The patient was administered IV zosyn (dose, frequency, and duration unknown) and was placed on continuous positive airway pressure (CPAP). The patient was discharged on (B)(6) 2025. The patient has since been transitioned to a new dialyzer with the gambro revaclear 300 which has resolved the patient¿s issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. Additionally, an analysis of the retained samples was not performed, due to the high unlikelihood of failure detection from 100% batch testing in addition to the small number of reserve samples available. A review of the lot batch records was performed. 64,176 products were inspected according to protocol and found to be conforming to specifications. There was no indication for any relationship with the reported failure mode has been found during the review. The cause for the failure reported cannot be confirmed based on the current available information.